Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. Unable to verify the motor error alarm due to the blank display. However, a corroded motor home switch was noted.

Event description:
The customer reported motor error alarms during bolus attempts. The customer also stated that the insulin pump was exposed to an MRI scan. Advised that the insulin pump would be replaced. Nothing further was reported.